Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set ballooned in the pumping segment. The following information was provided by the initial reporter: found IV infusion line to have a ballooning on the line. Additional information received from the customer: please provide the lot/batch no. Unknown kindly confirm the below on patient impact: did the event interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient. No. Please confirm how the fault was identified? Staff noticed the pump alarming and saying occlusion. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Fault happened during infusion. Patient on continuous IV therapy. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Infusion pump used. IV bag/line on IV pole above the pump. Infusing via IV peripheral cannula, unsure about rate (might be 80-125 ml/hr), no other extensions used. Please confirm if any of the clamps (including the pump safety) was in the closed position? Pump used as per manufacturers guideline.

Manufacturer narrative:
Investigation result: one 2420-0007 sample was received without any packaging for investigation; residual fluid was present throughout. The customer reported that the line "was found to have the ballooning effect." As part of the investigation, the customer provided photographs of the affected sample; analysis of the photographs confirmed that the upper part of the pumping segment had ballooned confirming the customer's experience. A visual inspection of the sample confirmed the upstream pumping segment was ballooned. It was noted that both the roller clamp and safety clamp were engaged, obstructing the flow. When both clamps were released to let out the residual fluid, the ballooned pumping segment deflated and no flow issue was identified. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2420-0007 set in the past 12 months.

Event description:
No additional information.